Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, an x-ray was performed, and it was suspected myocardial perforation. It was also noted that the lead dislodged under the pulmonary valve. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were cardiac perforation and lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. Visual and x-ray examinations of the lead did not find any anomalies.